Manufacturer narrative:
(B)(4).   Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had powered off by itself.  The customer further advised that they had just completed a user test and when the device began to print, that it powered off by itself.  There was no patient use associated with the reported event.